Event description:
It was reported to ge that the cine magazine fell off and almost struck the patient. Apparently, the latching mechanism failed allowing the magazine to detach. The latch was repaired and the magazine returned to service.